Event description:
It was reported by the patient that the mesh became imbedded in her bowel. Mesh was explanted along with a bowel resection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.